Event description:
Hcp reported the patient "may have an infection" of the device pocket. Patient was seen 8/2002 - and had redness, pain at the site of the device pocket, and pocket erosion. Patient was started on oral keflex 500 mg three times a day and is scheduled to follow up with a neurosurgeon. A culture has not yet been obtained. The patient has myelitis that is presently being treated with steroids. Patient also has concerns regarding a granuloma. "Patient has been imaged about 12 times and nothing showing." Pt's concerns about 70# weight loss can be a attributed to the increase in pain control allowing them to exercise.